Event description:
The device was connected to the pt and reportedly displayed a constant connect electrodes message. A backup device was obtained and the reporter was uncertain whether or not the disposable electrodes were replaced along with the device. The backup device reportedly operated properly through the remainder of the reported event. The electrodes were discarded following the reported event. The reporter stated that there were what appeared to be air pockets under the pt's skin. The pt was a terminal cancer pt. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.